Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information and the return of the device sample for evaluation, if available. When the investigation is complete a final report will be submitted.

Event description:
It was reported that approx 15-20 minutes into the dialysis treatment the "connector had sheared out causing venous line to spill blood." Dialysis was discontinued, lines clamped. No obvious harm to pt. Doctor was contacted and the line was repaired. Line needs to be replaced, awaiting angio intervention.